Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that, after calibrating the oxygen (o2) sensor, the o2 level readings on a 980 ventilator gradually increased and "didn't stable". The ventilator was not in use on a patient at the time of the reported event. Although requested, the serial number of the ventilator was not provided therefore the device manufacture date is unknown.